Event description:
Procedure and pt sex: not reported. Reportedly, the instrument broke during utilization; a small screw from the jaws support is missing; the pt was x rayed, but the screw could not be found. The part was potentially left in the pt although it has not been determined.

Manufacturer narrative:
It is always a concern when valleylab is notified of a product complaint. We as a MFR strive for excellence in constantly improving our products quality and surgical care. A more complete description of the incident described in the received report including relevant events prior to and subsequent to the actual incident has been sought (including add'l pt status details). The file will be updated when add'l info is received.